Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the customer reported issue was not reproduced, however, inspection found corrosion of the electrical contacts. Additionally, twisted, loosening cable was observed. The device history records (DHR¿s) for this product have been reviewed. Since the device in question was manufactured more than 15 years ago, the DHR could not be verified. Per instruction for use (IFU), the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. - do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. - be very careful not to scratch the camera cable with sharp objects. - do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. - if the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. - when wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. - hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. - do not secure the camera cable using a pair of pins or the like. There is a possibility that the camera cable may break. A definitive root cause cannot be identified. The phenomenon was not reproduced when the equipment was inspected by the repair department. The cause of the issues could not be identified based on the information obtained from this complaint and the investigation results. Olympus will continue to monitor complaints about this device.

Event description:
It was reported the subject device wire was broken. There was no patient impact, no harm reported due to the event.